Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that during the operation, the pph01 device cut but did not staple, which caused bleeding (hemoglobin from value of 13 arrived to 8), but no transfusion was necessary. The suture was completed by hand causing a prolonged operation time (+1 hour).